Event description:
It was reported that the catheter was extraspinal/dislodged, therefore, was not 'working properly." This was confirmed via a CT scan done on (B)(6) 2011 along with a catheter access port (cap) contrast study that noted the catheter to be obstructed and extraspinal. Patient had reportedly experienced right flank pain over and around pump, nausea, vomiting and was hospitalized. A surgical re-positioning was done on (B)(6) 2011, following which patient outcome was noted as resolved without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011; pouch model: 8590-1, lot # n070171, implanted: (B)(6) 2006, explanted: unk.